Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). No asystole was noted and the patient has underlying rhythm. Subsequently a revision procedure was performed due to a suspected dislodgment where the rv lead was successfully revised. No additional adverse patient effects were reported. The lead remains in service.